Manufacturer narrative:
The power supply was replaced to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, burning smell and smoke came out of the unit. User immediately disconnected the patient and moved to the back up ventilator available. No patient impact reported.